Event description:
It was reported that the balloon was unable to be inflated and the balloon was damaged. The 55% stenosed target lesion was located in the mildly tortuous and none calcified mid left anterior descending artery (lad). A 12mm x 2.50mm nc quantum apex balloon was selected for a percutaneous coronary intervention (pci). During procedure, a nc quantum apex device was advanced to the lesion site and the balloon failed to inflate. When the balloon was removed from the patient, the balloon was damaged. The procedure was successfully completed with another nc quantum apex balloon device and there were no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter. The device was microscopically and visually examined. There were no visual issues identified on the device. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated and maintained pressure as well as deflated with no issues. Product analysis did not confirm the reported failure to inflate, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues.

Event description:
It was reported that the balloon was unable to be inflated and the balloon was damaged. The 55% stenosed target lesion was located in the mildly tortuous and none calcified mid left anterior descending artery (lad). A 12mm x 2.50mm nc quantum apex balloon was selected for a percutaneous coronary intervention (pci). During procedure, a nc quantum apex device was advanced to the lesion site and the balloon failed to inflate. When the balloon was removed from the patient, the balloon was damaged. The procedure was successfully completed with another nc quantum apex balloon device and there were no complications reported.